Event description:
It was reported that as the promus was advanced into the guiding catheter, the shaft bent and broke [separated]. The device was removed, and another was used with the same guiding catheter and the case was completed successfully. No intervention or patient effects were reported. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as is own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.